Event description:
As reported by the user facility (translation of user facility info by (B)(6)): the pt tore out the infusion tube. The catheter remained in the vein. Inflammation occurred in the area of the puncture. Surgical treatments were necessary to remove the catheter.

Manufacturer narrative:
(B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun (B)(4). The actual device involved in the reported incident was not returned for investigation. Without the sample a thorough investigation could not be performed. A review of the batch and mfg record was not possible because no batch number was reported by the facility. No specific conclusion can be drawn.